Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information from the patient reporting having trouble with the device but no error message is seen on the device screen. The patient reported experiencing a headache, sore throat, and sinus infection. The patient reported cleaning the device before using it. The patient used dishwashing detergent and rinsed the device out. The patient reported using an ozone based disinfection device. The patient further reports it feels like they are breathing in particles in while sleeping but not every night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from the patient reporting having trouble with the device but no error message is seen on the device screen. The patient reported experiencing a headache, sore throat, and sinus infection. The patient reported cleaning the device before using it. The patient used dishwashing detergent and rinsed the device out. The patient reported using an ozone-based disinfection device. The patient further reports it feels like they are breathing in particles in while sleeping but not every night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.